Event description:
It was reported that the patient experience pain at the implant site and was frequently charging the implantable pulse generator (ipg) due to difficulty charging the device. The patient underwent a spinal cord stimulator (scs) explant procedure, was doing well postoperatively and the explanted devices were disposed by the facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Manufacturer narrative:
Correction to the initial MDR in blocks b5 and h6. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317500 model: sc-2317-50 serial: (B)(6) batch: 5178339 UDI: (B)(4). Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317500 model: sc-2317-50 serial: (B)(6) batch: 5178340 UDI: (B)(4).

Event description:
It was reported that the patient experience pain at the implant site and was frequently charging the implantable pulse generator (ipg) due to difficulty charging the device. Patients spinal cord stimulator (scs) was no longer helping. The patient underwent scs explant procedure, was doing well postoperatively and the explanted devices were disposed by the facility.